Event description:
The patient was hospitalized for elevated blood glucose levels. The patient's diabetes educator reported that upon removal the infusion set cannula was bent.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a visibly damaged battery cap that could not be properly attached to the pump, rendering it inoperable. A replacement cap was used to complete the analysis and the pump was found to be operating within required specifications and delivery accuracy. The pump history indicated that daily insulin delivery amounts were consistent up to the date of the hospitalization. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.